Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a history of this type of arrhythmia, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the device was implanted 5mm from the non-coronary cusp (deeper than the optimal 3mm). It was noted that the physician believes the implantation of the valve contributed to the event. Based on available information, the reported event appears to be related to the implantation procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 35mm portico ng/navitor titan valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed a complete heart block after final positioning and implant of the valve. The patient was administered local anesthesia for procedure. The patient had a pre-implant balloon aortic valvuloplasty performed using a 24mm non-abbott device and was inflated twice. The 35mm portico ng/navitor titan valve was not re-sheathed at all during procedure. Pacing of 161-180 beats per minute for valve stabilization. The final non-coronary cusp and left coronary cusp implant depth was 5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum and no difficulty implanting the valve. The decision was made to implant a temporary pacemaker and hospitalize the patient. On 18 december 2023, the decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's heart block is believed to be due to the implant of the 35mm portico ng/navitor titan valve. There is no allegation of malfunction against the abbott device or procedure the patient was doing well and was discharged at the time of implant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.